Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During a pulmonary vein isolation procedure, an air leak occurred. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No additional access site puncture was needed when the sheath was exchanged.